Event description:
A hemodialysis inpatient user facility reported during treatment an internal blood leak occurred. The leak was visually observed in the dialysate. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 200cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample has not been returned to MFR.

Manufacturer narrative:
The reported complaint of internal dialyzer blood leak is not confirmed. A complaint sample has not been received for MFR evaluation. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the complaint sample. The device was not returned to the MFR for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.